Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 80 mg/dl. There was low battery alarm. The troubleshooting was performed for the blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restarted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No battery alert noted during testing. No pump error 25 noted in device history files and unexpected battery power loss not noted in power graph, however device received with corroded electronic assemblies.